Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultra meter would not power on. The complaint was classified based on the conversation the customer care advocate (cca) had with the pt, since the medical affairs specialist (mas) was unable to reach the pt by phone. It is unknown when the alleged issue first began. However, the pt reported that she has not tested her blood glucose for approximately two weeks as a result of the reported issue. Despite not being able to test, the pt claimed she continued to take her usual dose of diabetes medication (1000mg of metformin, 15 mg of actos, 15 units of novolog (3x/day), and 30 units of lantus at night). On either the morning of the previous month, the pt stated she felt low and was shaking. It is unclear if she developed the symptom prior to or after the reporter issue began. As a result of the symptom, the pt stated she went to go see her doctor. Her doctor reportedly tested her blood glucose and obtained a reading of "59 mg/dl", and treated her with food and beverage. At the time of troubleshooting, the customer care advocate (cca) confirmed that the pt had replaced the battery. The issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose, due to the reported issue and reportedly was treated by an hcp for severe hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.